Event description:
In 2009, the patient reported that the infusion device was dropped on a tile floor this morning and the infusion device displayed e2 (battery depleted) error and "sw version" was displayed on the screen. The patient was advised to insert a new battery and the display remained blank. She inserted another new battery with the same results. She inserted the battery into her backup infusion device and the device functioned properly. She stated that prior to dropping the infusion device, her blood glucose measured 109 mg/dl at 8:09am. Prior to the report, her blood glucose was elevated to 468 mg/dl and she feels the infusion device had not been in the run mode since being dropped. A replacement infusion device was sent. Upon follow up, the patient stated that she switched to her replacement infusion device and her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.